Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. It should be noted that in the mitraclip instructions for use (IFU) warns: "do not use the mitraclip® system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection, endocarditis, and/or sepsis". All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired clip delivery system that was used during the mitraclip procedure; however, there was no device issue/malfunction or adverse effect as a result of the user error. There is no indication of product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report device used after expiration it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The mitraclip was successfully implanted without issues, reducing mr to a grade of 2. However, after the clip was implanted, it was noticed the clip was expired. It was noted the clip expired one day prior to the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.